Manufacturer narrative:
Title: percutaneous peritoneal dialysis catheter insertion through linea alba ¿ initial experience. Source: editorial material and organization, asian pacific society of nephrology. 2018 (94). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, the authors report their initial experience of a simple percutaneous pd catheter insertion technique through linea-alba and noted that twenty-six patients had curled tip pd (peritoneal dialysis) catheters inserted under radiological guidance during the study period. Early complications occurred in 16% of catheters, including 2 episodes of peri-catheter leak (7.6%) which did not require surgical intervention, 1 episode of peritonitis (3.8%) and 1 case of early exit site infection (3.8%). There were no cases of early catheter migration or primary malfunction.